Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided by customer at the time of report.

Event description:
The customer stated that there was a speaker malfunction inop error message on the device and did not provide a serial number. There was no report of a patient injury or harm.